Manufacturer narrative:
(B)(6). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.50/1.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault, elevated iop, and significant reduction of ica. This exchange resolved the problem. Cause of the event was reporter as unknown.